Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the force bipolar instrument grips would not open. The instrument was not used on the patient. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint not opening and closing". Upon visual and microscopic inspection, no damage was found to the wrist assembly. No cable damage or misalignment of grips was observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully. In addition, the instrument was found to have the main tube broken at the proximal end. No material was found missing. This failure is most caused by mishandling/misuse.